Event description:
A malfunction was reported on the pump due to exposure to extreme heat and humidity. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided information for resetting the pump, and assisted the caller in resetting it, successfully preventing any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred, which the caller acknowledged and understood.